Event description:
This MDR filing is beyond the 30 day reporting time because our initial investigation deemed the incident was not reportable. We initially concluded that the surgical intervention was not performed to preclude permanent impairment of a body function or permanent damage to a body structure. This event is being reported at this time as a result of a recent FDA inspection of our manufacturing facility where the FDA representative observed this event to be reportable. Patient reported pain within 5 days of implantation. Device was removed. No injury reported and patient is doing well.